Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device code download restored normal device function.

Manufacturer narrative:
.